Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reported that the ins was discarded and will not be returned.

Manufacturer narrative:
G2. Foreign: es. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was being passed from a wireless external neurostimulator to an implantable neurostimulator (ins) and a session was open but code 0x88a00b4 appeared and the manufacturer representative (rep) could not read the ins. It was unknown under what circumstances the issue was observed. Additional information was received from the manufacturer representative (rep) reported that the code appeared after reading the ins and having gone through the uploading information bar. Code 0x4060565a also displayed. They were able to finish the switch device procedure. The didn¿t try to communicate with the ins before you switch information from the wens. Following the advice of the medtronic technical service, they were are going to try to attempt recharging the ins and check whether it allows you to recharge and see if we can connect with the ins from this moment. Additional information was received from the rep. It was reported that they attempted to recharge the ins and see if they could connect to the ins, but after that it was not possible to connect. The ins was removed from the patient.